Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose of 563 mg/dl. On (B)(6) 2014, she then had a low of 37 mg/dl, which she treated with juice. On the date of reporting her high and low blood glucose, the customer's blood glucose was 140 mg/dl. The customer stated she had been experiencing low blood glucose incidents since (B)(6) 2014, after receiving a replacement insulin pump. Customer's doctor reportedly made slight changes in her basal rates. During troubleshooting, the customer stated the insulin pump did not record all boluses and blood glucose entries. The customer was advised to program a bolus and this was accurately displayed. While troubleshooting for high blood glucose, the customer stated the cannulas removed were not bent or occluded. The insulin pump passed high pressure testing and it was explained that the insulin pump was working as designed. The customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, and occlusion, prime, excessive no delivery and displacement test. The insulin pump was monitored for 48 hours with 2.0 basal rates and programmed multiple boluses. The selected basal and bolus matched properly with daily total. Unit functioned properly. No bolus, basal or history anomaly noted during testing. Unit had cracked reservoir tube lip.